Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the 17mm provisional articular surface was marked as a 10mm provisional articular surface. The provisional did not leave the distributor's office.